Event description:
Patient had tissue expander placed 3/36/36 after mastectomy for cancer. On around, [redacted] patient noted breast deflated and sought care. [Redacted] tissue expander was removed and exchanged.